Manufacturer narrative:
The pump was received with no button response due to flattened up and down arrow button dome switches. Inspected the keypad connector on the lcd, and no unlocked connector was noted. The pump had a cracked reservoir tube lip, a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad. The down button stopped working and cannot be used. The blood glucose reading was 11.5 mmol/l. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and that it would need to be replaced.